Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.6mm vicm5_12.6 implantable collamer lens, -03.50 diopter in the patients right eye (od), but the lens was stuck in the cartridge/injection system and was torn during delivery into the eye. There was patient contact but no injury. Another same model/length lens was implanted and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
B5: the reporter indicated the lens was partially inserted in the eye but was removed as soon as the defect was noticed. H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture and debris on lens. Visual inspection found the haptic torn and there was debris on lens. (B)(4)